Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a normal shock electrogram (egm) but the patient had three episodes of a fast rhythm on the rate/sense channel. The patient does have a lead that has been implanted for 90 months. Additional information was received that stated the patient's device was recently changed out, however the leads were left implanted. There is noise on the rate/sense channel again, and all lead measurements are normal.